Event description:
It was reported that the patient experienced extreme left sciatic pain. X-rays showed one lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein one lead was explanted and replaced to address the issue. Effective therapy established post-op. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) serial: (B)(6) , batch: a000139629.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates the patient was in a car accident prior to the lead migration, and they are undergoing physical therapy.